Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other proglide is filed under a separate medwatch report number. Evaluation summary: visual and functional inspections were performed on the returned device. The reported resistance with the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with two proglide devices, using the pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first proglide device "did not track"; it did not insert into the patient anatomy. The second proglide device did not deploy. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.